Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 10 bd alaris¿ smartsite¿ extension sets had flow issues. The following information was provided by the initial reporter: "can¿t priming at beginning."

Manufacturer narrative:
Follow up MDR for device evaluation. Four 20039e samples were received for investigation in closed packaging from lot 21085801. No connecting products were received to assist the investigation in this instance. Functional testing involved connecting the received 20039e samples to a bd plastipak 50ml syringe from stock. No occlusions or flow restrictions were observed, and the piston of the smartsite of each returned product opened upon connection to each syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085801 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.